Event description:
Insulin leaking past o-rings and bent needle on transfer guard. Per customer it's the needle that attaches to the insulin vial. Customer also has air bubbles in reservoir. Troublehsooting done per dop. Customer states that bubbles are usually small except when o-rings leak then bubbles are large.